Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus deliveries. The customer experienced a blood glucose (bg) level of 350 mg/dl and trace levels of ketones. A manual injection was administered to address the bg level. During a system check the customer observed insulin exiting the infusion set tubing. The customer reconnected their infusion set tubing to the same infusion set site and successfully resumed insulin therapy. Tandem technical support educated the customer on occlusion and the possible causes of occlusion alarms. The customer was to change their infusion set site at a later time and declined a follow up call.